Event description:
The customer's wife reports back to back results of 500 something and 145 mg/dl. No report of an adverse event. L1 was in range, but l2 was out of range low. Return requested and replacement was sent.